Event description:
The customer stated that she tested her blood glucose one morning and received a reading of 145 mg/dl using her contour meter. A half hour after testing her glucose the customer passed out. She regained consciousness a few hours after she passed out, and called paramedics. Paramedics tested the customer's glucose at 30 mg/dl using their meter. The customer was treated with glucose. The customer performed control tests while troubleshooting and the results were within the normal control range. The meter and test strips are still to be returned for evaluation. Replacement products were sent to the customer.